Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed pitch cable at the distal clevis hub. No other cable damage was found. Additional observations not reported by the customer were indentations on the edge of the distal pulley. Evidence not conclusive, but the pulley damage may be due to likely mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si surgical procedure, the cable within the shaft was broken on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.